Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer had been wearing the pump and after being in an altercation, the pump was stolen. The customer woke up in the hospital without the pump. The blood glucose (bg) level elevated (393 mg/dl). The customer had been admitted to the hospital for diabetic ketoacidosis (dka). Lantus was administered and the high bg/dka were resolved. The customer was discharged the next day.